Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 331 mg/dl. The customer forgot to deliver a bolus of insulin for dinner. During the correction bolus, the customer had disconnected the tubing from the site before the bolus fully delivered. The customer delivered an additional bolus to address the bg level.